Event description:
Boston scientific received information that there were ongoing out of range pacing impedance measurements on this device and right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the information and confirmed the out of range impedance measurements had been occurring for the past year. As the patient was not pacemaker dependent, they will continue to be followed appropriately. No adverse patient effects were reported.

Event description:
Information was subsequently received that this rv lead was surgically abandoned and replaced. The device remains implanted. No adverse patient effects were reported.

Event description:
Subsequent information was received that the pacing impedance measurements remained high and out of range. Additionally, the threshold measurements had increased. Boston scientific technical services (ts) reviewed the available data and confirmed all rv lead impedance measurements for the past year were saturated. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.